Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The product reported in this report is an exported device not cleared or approved for marketing in the u. S. The complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k): k161367).

Event description:
It was reported that the coil could not be smoothly advanced in a microcatheter. The coil was removed from the microcatheter once. However, during the second attempt, the pusher became separated. The coil was withdrawn along with the microcatheter, leaving no coil component in the patient. Another coil was then used to continue the procedure. Subsequently, the procedure was successfully completed.